Manufacturer narrative:
Health effect: (B)(4). Visual/photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Device analysis: visual analysis of the returned device identified the device was broken shell, dark ring, red particles material was found on the shell/gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left-side "hard and hurt for a longer time," (intracapsular) "leakage," and per MRI results, "deduplication and an interruption of the prothesis side/wall, on the right more expanded than on the left." The device has been explanted and replaced with a non-allergan device.